Event description:
It was reported to boston scientific corporation that during a pelvic floor repair procedure using a pinnacle pfr kit, the physician had trouble throwing and catching the suture from the last mesh leg he was placing. As he was inserting the capio suturing device to make the throws through the arcus tendineous, he perforated the bladder with the capio. The physician closed the bladder hole with vicryl sutures. The procedure was successfully completed using another capio to place the pinnacle mesh. The physician then examined the inside of bladder. He attempted to place a catheter in the ureter to make sure that he did not throw a suture into the ureter as he was closing the incision. The catheter was catching, and not going in properly, so he placed a stent into the ureter instead and closed the patient. The patient is reportedly "fine" post-procedure, and has required no further medical intervention.

Manufacturer narrative:
The lot number (0m1811902) provided by the user could not be confirmed; therefore, the device manufacture and expiration dates cannot be determined. Information was completed by the manufacturer based on information obtained from the complainant. The complainant has not indicated whether the capio device will be returned; it has not been received, and the pinnacle mesh was implanted. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.